Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and had scapular notching. Surgeon removed the 8 epi1 cemented delta stem, 38+3 pe cup and 38 eccentric glenosphere. The poly showed wear on one side where there was scapular notching. Surgeon put in a 42 eccentric glenosphere, 43+3 pe cup and an 8/1 epi long delta stem to bypass the humeral defect on the lateral cortex. Depuy smartset gmv cement was used to implant the long stem. Doi: (B)(6) 2015 dor: may 14, 2019. Left shoulder.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : the device associated with this report was not returned, however, a photograph and x-rays of the complaint sample associated with this report was provided for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.